Manufacturer narrative:
This device has not yet been explanted and no further information has been communicated. Should new information be received at a later date, an amended report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended however not yet completed. No adverse effects were reported. Device to be explanted and replaced at a later date.